Event description:
The patient reported their blood glucose (bg) levels decreasing as low as 20 mg/dl while in the sauna. The dexcom app and controller reportedly both indicated high bg levels above 300 mg/dl. The patient frequently administered boluses to the point where she lost consciousness. Casualty doctor was called to the scene and treated the patient with glucose. Patient was transported to the emergency room (ER) (B)(6) where the pod was removed and the patient was further treated with cooking salt solution and glucose. Patient regained consciousness in the ER approximately 3 hours after the issue. Patient was admitted overnight and was discharged the following day after an 18 hour stay. Patient was diagnosed with hypoglycemia and was treated 32 g of glucose. The doctor advised the patient to stop using the omnipod 5 for one day and was given pens to use. The patient applied a new pod on the discharge date. Patient confirmed contacting dexcom because of the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.